Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the transmitter stopped working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of the transmitter stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.